Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that on an unspecified date post-operatively opacification of a rayner hydrophilic acrylic iol (no product information available). Opacification led to a decline in the patient's visual acuity and the lens was explanted and exchanged. The explanted iol has not been returned to rayner for evaluation. The location of the explanted lens is not known by rayner. Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. Rayner's rate of secondary calcification remains extremely low. Our incident rate for the period (B)(6) 2016 - (B)(6) 2022 is (B)(4). Additionally, the rate of confirmed opacification cases (where we have performed sem and eds analysis and have identified calcium phosphate on the lens) is (B)(4). There is insufficient information available in this case to determine the cause of the onset of opacification. Rayner is following up with the healthcare professional to try and obtain the necessary information to facilitate further investigation of the event including but not limited to rayner product identification and patient medical history.

Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from a (B)(6) healthcare professional of an event that occurred following implantation of a unspecified rayner hydrophilic iol. The event description provided states that post-operatively the onset of iol opacification was observed necessitating lens explantation and exchange.

Event description:
On 21st march 2022, rayner intraocular lenses limited received notification from a south african healthcare professional of an event that occurred following implantation of a t-flex aspheric 623t iol. The event description provided states that post-operatively the onset of iol opacification was observed necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that opacification of the iol has been observed in the post-operative period. The patient medical history received identifies that prior to cataract surgery and iol implantation the patient had undergone a penetrating cornea transplant in the subject eye, had previous rejection reactions of the graft and bullous keratopathy. The patient underwent cataract surgery and iol implantation on (B)(6) 2014. Cataract surgery was not combined with any other ocular procedure. Implantation proceeded without complication. Post-operatively the patient required several additional ocular interventions; re-bubbling of the anterior chamber with sf6 gas to treat post implant wound leakage was performed on (B)(6) 2014 and 2014, descemet endothelial keratoplasty (dmek) was performed on (B)(6) 2015. Opacification was observed for the first time 1 year and 3 months following implant and subsequent insertion of sf6 gas to treat wound leakage and five months post dmek during which sf6 gas was inserted into the anterior chamber. Opacification led to a decrease in the patient visual acuity necessitating lens explantation. Lens explantation and exchange was performed on (B)(6) 2017. The device is not available for return. The explanted iol was discarded by the healthcare facility. Rayner ifus contraindicate "active ocular diseases (chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication") and "corneal decompensation or endothelial insufficiency". Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. Rayner's rate of secondary calcification remains extremely low. Our incident rate for the period january 2016 - february 2022 is (B)(4). Additionally, the rate of confirmed opacification cases (where we have performed sem and eds analysis and have identified calcium phosphate on the lens) is (B)(4). The patient's medical history, repeat ocular procedures with insertion of sf6 gas are contributory/causative factors to the onset of post-operative opacification in this case.